Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the black exit marker bunched up and the device got stuck inside the endoscope. The endoscope and the device were removed from the patient, and the catheter was cut to remove the device from the endoscope. The procedure was not completed due to this event. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.